Event description:
The devices were replaced due to "impedance issues"; details regarding the impedance issues were not provided. The patient recovered without sequela. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
The 2 extensions, 2 leads, and the anchor have been returned to the manufacturer for analysis, which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.